Event description:
Additional information was received that the patient was no longer moving forward with surgery. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was initially reported that a patient presented high lead impedance at a routine off visit and would be referred for full revision surgery as a result. Additional information received revealed that the patient did attend a surgical consult however since the patient's seizures were well controlled, it was decided to not proceed with surgery. The device was programmed off on (B)(6) 2012 as the np who checks the patient's device observed an impedance value of 8000 ohms. There were no reports or observations of trauma or manipulation prior to the onset of the high lead impedance. No x-rays were taken. Per the (B)(4), the last good diagnostic results were obtained in (B)(6) 2011.